Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Event date is estimated. Further information requested but not available. The results/ method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient's ipg has reached end of life. Surgical intervention is expected to address the issue.